Event description:
It was reported that during a hemorrhoid procedure, there was staple link leakage after the use of the device. The posterior hemicircumference's staple line leaked, whereas the collarette's one was okay. There was a bleeding. In order to complete the procedure, the surgeon made the hemostasis with manual suture until the bleeding stopped. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 03/12/2009. Information anticipated, but unavailable at this time.